Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that 2 years and 4 months after dental implant was installed in intraoral region #4, its fracture was observed. 45ncm of primary stability was achieved and the patient presents bone type ii.